Event description:
It has been reported to philips that the system would not start. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the pdu (power distribution unit) fan and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system does not boot. The system logfiles were reviewed, and it was found that there were power issues with the internal uninterruptible power supply (ups) and a conflict in power measurement for the control module mains. Upon troubleshooting, the fse noticed an issue with the pdu (power distribution unit) fan and the ups. To resolve the issue, the fse replaced the ups 1phase data integrity battery sp & controller sp along with the pdu fantray dcps (direct current power supply) fan. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.